Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2018. Reportedly, the patient developed a voiding dysfunction after the implantation. The sling was then removed from the patient on (B)(6) 2021. During the procedure, an incision was made from the bladder neck to the urethral meatus. In the anterior vaginal wall, 20ml of 0.5% lidocaine with epinephrine in a 1:200,000 concentration was injected. The incision was made exactly as described. The vaginal epithelium was dissected bilaterally from the peri urethral fascia to the level of the inferior pubic ramus using sharp dissection. The sling was discovered in the mid-urethra, deep to the peri urethral fascia. It was dissected circumferentially from the mid urethra, cut through the center, and then free dissected all the way to its bilateral insertion into the obturator internus muscle. Moreover, the sling was cut and sent for pathological analysis. An antibiotic irrigation was used extensively. The urethra was examined and found to be in good condition. The peri urethral fascia was then approximated in an interrupted approach with 3-0 vicryl. The vaginal epithelium was then closed in a running fashion with 2-0 vicryl. Foley catheters and vaginal packing were remained in situ. Furthermore, the patient tolerated the procedure well and was taken to to the recovery room in a good condition.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, implant procedure date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The explanting surgeon is: dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.